Manufacturer narrative:
(B)(6).

Event description:
It was reported that the proximal side of the blade got lifted. The target lesion was located in an in-stent restenosis in the proximal to mid left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the proximal side of the blade got lifted. There were no patient complications reported.

Event description:
It was reported that the proximal side of the blade got lifted. The target lesion was located in an in-stent restenosis in the proximal to mid left anterior descending artery. A 15mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the proximal side of the blade got lifted. There were no patient complications reported. It was further reported that the 75 to 90% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was returned in a deflated state. The balloon had been subjected to positive pressure. 3 blades were present on the balloon surface however the following blade damage was noted on one blade: 4mm of the proximal end of the middle blade segment was found to be raised out of the pad. The pad was intact with no damage noted. A visual and tactile examination found multiple hypotube kinks present. A visual and tactile examination found damage to the inner lumen of the shaft polymer extrusion. The inner lumen was found to be compressed starting at 5 mm proximal from the proximal balloon sleeve and extending proximally for a total length of 13 mm. No issues were noted with the tip of the device. A visual and microscopic examination found no issue with the marker bands.